Manufacturer narrative:
This product is not marketed in the us. Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic broken. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2 mm vticmo13.2 implantable collamer lens, -10.5/1.0/082 diopter, in the patient's left eye (os). Lens tear/break before injection into the eye was noted. The lens was not implanted. The lens was exchanged for similar lens and the problem was resolved.